Event description:
The device was applied during a bilateral vats lobectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the staple line and applied another device to complete the procedure. The hosp has reported that the pt's status is satisfactory.